Event description:
It was reported that the customer's pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support sent a replacement pump with updated software and provided instructions for returning the faulty pump. The customer was advised to use multiple daily injections as a backup therapy during this time and acknowledged all instructions regarding the replacement process.